Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) issued a red alert in the remote monitoring system due to reverting to safety mode operation. The clinician contacted technical services, who recommended seeing the patient in the clinic to confirm safety mode and discussed emergent device replacement as the parameters are not programmable in safety mode. The clinician confirmed the patient was seen and was admitted for an urgent device replacement. No adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) issued a red alert in the remote monitoring system due to reverting to safety mode operation. The clinician contacted technical services, who recommended seeing the patient in the clinic to confirm safety mode and discussed emergent device replacement as the parameters are not programmable in safety mode. The clinician confirmed the patient was seen and was admitted for an urgent device replacement. No adverse patient effects were reported. Additional information was received. The patient was transferred to another facility where the device was explanted and replaced. No additional adverse patient effects were reported. The local sales representative was informed by the clinician that the device was accidentally disposed of and is not available to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The explanted device was not returned, so no technical analysis could be performed and the root cause of the device reverting to safety mode could not be confirmed. However, boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.